Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump received with multiple alarms in history screen due to corrupted history file. The insulin pump was received with minor scratches on lcd window, missing end cap sticker, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also mentioned that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.